Event description:
Bd tripath physician sales representative (B) (4) reported an incident in a doctor's office on (B) (6) 2010, where a medical assistant (B) (4) splashed bd surepath preservative fluid in her eye after having difficulty breaking off the head of the spatula while placing it in the bd surepath specimen vial. The medical assistant was seen in the ER at (B) (6) medical center in (B) (6). The medical assistant was not wearing eye protection. In this case, the medical assistant was attempting to remove the head of the collection spatula when the sample was splashed. The medical assistant stated that it was "difficult" to remove the head of the collection device.

Manufacturer narrative:
Cooper surgical produces this product for bd tripath. Upon receipt of the incident, cooper surgical was notified of the event. The clinician was not wearing any protective eye wear as recommended. Initial test results of the splashed specimen collected showed positive for chlamydia. Pt has been advised to follow up with employer and physician. Blood work will be analyzed after six months. Clinic will provide an update if abnormal results are returned from the blood work. As new info is received an update/follow will be submitted.